Manufacturer narrative:
Date of event is estimated. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system. During processing of this complaint, attempts were made to obtain weight information with no success.

Event description:
Related manufacturer reference number 1627487-2021-13431. It was reported the patient's leads had migrated. As a result, surgical intervention was undertaken during which the existing leads were explanted and replaced. It is unknown which leads are related to the issue. Therefore, all the suspected devices are being reported.